Manufacturer narrative:
Reliability analysis: inspected 5 opened/used sensors and performed bicarbonate buffer test. Two out of five sensor failed. The first sensor failed for low readings and second failed for high readings. The three remaining sensors passed with accurate readings. Unable to perform insertion test due to no needle present. Unable to confirm adhesive anomaly.

Event description:
It was reported the customer had sensor issues. Customer reported their sensor did not flash when the customer was plugged in. Customer also reported the needle was flat upon removal of their sensor. The customer's blood glucose was 18 mmol/l. The customer also reported having adhesive issues with their sensor. Customer stated the sensor needle may have been bent by the customer pushing it back into the sensor. Customer was advised of the techniques to improve adhesion on their sensor. No additional information provided.